Manufacturer narrative:
D4: unique device identifier (UDI) not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing from pyxis to epic. A technical support specialist (tss) found an error in external inbound processor service, restarted the external inbound processor service, found that the available for processing count was now draining, dialed into the application server, verified the available for processing count had become 0, followed knowledge article (ka) messages stuck - skipping dequeue - scheduled task - observer tool to apply a permanent fix for this issue, installed the observer tool successfully, and requested the customer to verify the patients from the user end. The customer confirmed that the patients were now crossing and the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server was down and orders were not crossing from pyxis to epic. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.